Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a bolus for 20 grams of carbohydrates (carbs). Reportedly, based on the customer's carb ratio settings of 1 unit: 40 grams, the bolus request should have calculated 0.5 units of insulin; however, the pump calculated and delivered 3.6 units of insulin. Multiple attempts were made by tandem technical support to upload the pump data logs; however, no further information was provided by the customer. There was no reported impact to the customer's blood glucose level.